Event description:
It was reported that the user experienced multiple low blood glucose events while using the ilet system, with reported glucose values around the low 60s mg/dl and associated self-treatment with oral glucose gel and juice, and the user requested assistance regarding a potential factory reset and received additional training support; a pairing code for the cgm was provided. Symptoms included hypoglycemia with dizziness, lightheadedness, sweating, visual disturbances, incoherence, and transient loss of motor function. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no specific findings, insufficient information to identify a device malfunction, and no implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.